Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 157454 m2a-magnum mod hd sz 54mm lot# 726720, item# 139268 m2a-magnum 52-60mm tpr ins std lot# 086900, item# us157860 m2a-magnum pf cup 60odx54id lot# 860280. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -03909.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 11 years ago. Patient began experiencing pain/loosening/infection and swelling and underwent 2 part revision approximately 5 years post implantation. A cement antibiotic loaded temporary hip spacer was surgically implanted an then four months later explantation of unknown components. Attempts have been made to obtain additional information; however, none is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Information was not provided as to the specific devices that were explanted on (B)(6) 2016 when spacer was implanted reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, the patient began experiencing pain/loosening/infection and swelling and underwent a two-stage revision approximately nine (9) years post implantation. A cement antibiotic loaded temporary hip spacer was surgically implanted, and then four months later, explantation of unknown components. Attempts have been made to obtain additional information; however, none is available.